Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. There are three sets of results. The first set of results, the patient's blood glucose results were 65 and 137 mg/dl. Tests were done within 10 minutes. The second set of results, the patient's blood glucose results were 77 and 214mg/dl. Tests were done within 10 minutes apart. The third set of results, the patient's blood glucose results were 40 and 194 mg/dl. Tests were done within 10 minutes apart. Patient did not experience any adverse events. No further information has been reported.